Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The cause of the high bg was unknown. The customer administered a manual insulin injection to address the high bg. A system check was performed by technical support, and it was determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.